Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
Per the customer "my #3 upper molar broke. On an emergency visit to my dentist mar 19, they examined the damage and prescribed a crown. A temporary crown was placed during that same appointment. The permanent crown was fitted apr 3. Dr. (B)(6) advised me to discontinue my current upper aligner and contact byte for next steps. As long as new impressions were part of byte's next steps, she had no issue in continuing treatment. Dr. (B)(6) in the same practice, advised that I get a better device than the hyperbyte. He believes the hyperbyte ineffective and a principal reason for the slow progress."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.